Manufacturer narrative:
Other, other text: h3: one cadd extension set from part number 21-7106-24 was received in used condition without its original package. The sample was visually inspected at a distance of 12" under normal conditions of illumination. It was detected that the luer was broken. Current process control were reviewed and no discrepancies were found. The reported issue was unable to be replicated, therefore the issue was not caused by the manufacturing process.

Event description:
Information was received indicating that a smiths medical administration set had it's connection part torn off. There was no patient injury. No reported adverse events.